Event description:
A report was received that a patient was having difficulties charging the ipg. The patient underwent a revision procedure to replace the ipg. The patient is reportedly doing well following the procedure.